Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) customer complained that the low level connector was defective, the getinge field service engineer (fse) inspected the unit and found that the pins from the connector were broken and loose from the front end board. To fix the issue, the fse replaced the front end board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a pressure port issue. There was no patient involvement, and no adverse event reported.